Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the footplate deployment did not feel fully open for all three prostyle devices. The pre-close technique and the procedure was abandoned due to the prostyle issues. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was opened, and the foot was deployed and retracted with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue/calcification or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.